Event description:
On 6/11/92, port was inserted. On 1/4/93, follow-up chest x-ray revealed proper placement of port. On 7/30/93, chest x-ray revealed complete separation of the proximal portion of the port. On 8/13/93, pt sent to or for removal of port. Catheter removed in pieces. Chest x-ray revealed retained fragment. On 8/17/93, percutaneous removal of port fragment from the right ventricle and right atrium under fluoroscopy, without complication. Specimen kept for eval. Specimen: segment of synthetic tube measuring 17.6 cm in length and 2.5 cm overall dimension.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.